Manufacturer narrative:
The device was received for evaluation. The complaint was not confirmed; the event could not be recreated. The returned probe met specifications; it was tested and observed to function properly, arcing only when its buttons were activated. The reported accessories and settings were compatible and appropriate for this device. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this type of event is premature user activation of the device outside of the incision/joint space. This is the first complaint of this type for this part/lot combination. The potential cause of this event is being communicated to the event reporter. If additional relevant information is obtained from the manufacturer's evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder scope, the ablation probe sparked as the surgeon was placing it into the patient; the spark caused a superficial burn on the patient's skin. Follow-up with the reporter provided information that the patient is fine; no treatment was required for the burn. It was also stated in follow-up that a foot control was being used with the ablator in the case, but it was not actuated at the time of ablator sparked. The surgeon picked up the ablation probe, started to put it in the patient incision, and the probe sparked without hitting anything. It was reported that no other concomitant devices/equipment were contacting the complainant device. The probe caused a superficial burn on the patient's skin. The surgeon discontinued use of that probe. The case was completed successfully. The console setting was: 8, vacuum mode: on, irrigant: lactated ringers, alarms: none, cannula used: none, surgical positioning for patient: lateral. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.